Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was not capturing since one year after the initial implant. Everything else was normal. The lead was capped and replaced on (B)(6) 2018. Pacemaker syndrome was suspected recently; however, there was no adverse event or symptoms before, during, and after the procedure.